Event description:
Customer reported no image on monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended.